Event description:
The customer reported that scope communication error code e315 occurred while preparing the subject device for use. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed the customer¿s reported scope communication error code e315 and found that it was due to corrosion of the plug unit (scope connector). In addition, service found the insertion resistance at the tip was out of specification due to detachment of the bending rubber. The bending rubber adhesive was broken. The angulation in the up direction was out of specification due to wear of the angle wire. The gap of the up/down knob was out of specification due to wear of the angle wire. Liquid leaks were observed at the distal end, right/left knob, and up/down knob. The light guide bundle was not in good condition. The charge coupled device (ccd) [objective] lens was creased [cracked], and the light guide lens was broken. The scope cover unit was polluted. The universal cord had a crease. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received regarding the reported issue.

Event description:
Additional information was received regarding the reported issue (an e315 error code occurred): it was not known what procedure was being performed, but the procedure was reportedly diagnostic. The intended procedure was completed using a similar device. There was no delay to the procedure. There was no patient or user injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, leakage occurred by physical stress while the user was handling the device. Then, water invaded the device which led to abnormality of electrical parts. User can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU):. "Inspection of the endoscopic image". User can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.